Manufacturer narrative:
Due to character limit in e1, event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when inserting a trp4046 for an emergency catheterization, the tip of the original sheath was crushed, making it impossible to insert the sheath. An aftermarket sheath was used, but this time the catheter would not pass through the sheath. As the aftermarket sheath was 7fr, another trp4046 was taken out and inserted again using the original sheath, and iabp treatment began. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - e1(event site telephone). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, investigation conclusions), h11 complaint ID# (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the returned product had its membrane fully unfolded, with visible blood on the exterior of the iab and traces found within the inner lumen. The guidewire was located inside the iab¿s inner lumen upon return, and a kink was noted on it after removal. The original 7.5fr sheath was not returned for evaluation. The non-maquet sheath was returned for evaluation separate from the iab, a kink was also observed on the sheath. The one-way valve was also returned. A laboratory insertion test of a laboratory 7.5fr sheath was unable to be performed due to the membrane being unfurled. An insertion test of the returned guidewire was unable to be performed due to the kink found on the guidewire. However, an insertion test of a laboratory guidewire was successful and no restriction were felt. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported issue of "difficulty/unable to insert iab through sheath" could not be verified during the evaluation. The original 7.5fr sheath was not returned for evaluation, so the damaged on the it can't be confirmed. It was noted that a second, non-maquet sheath of 7fr size was used, while the iab catheter is 7.5fr. This size mismatch is a user error and likely contributed to the insertion difficulty. Using a sheath of incorrect size is not recommended, as it may damage the device. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.